Event description:
Additional information: the device system was being used to deliver lioresal.

Event description:
It was reported there was a pump memory error. When attempting to increase the dose, upon interrogation, the pump displayed "pump memory error, invalid catheter length". The reporter stated that everything else was not changed. The patient had a new implant the wednesday previous to the report date and was new to the pump therapy. It was noted that there was no alarm occurring, however, the logs had not been read. The pump was also not at a minimum rate mode. It was later reported that the issue was resolved. The pump memory error was thought to have occurred due to an old software card in the programmer that was not compatible with the new catheter the patient had implanted. It was thought the software card update was missed. The pump was updated with a different programmer without difficulty and the issue was resolved. It was noted that the patient was admitted to the hospital because of "having other things". The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8870, serial# unknown, product type software. (B)(4).

Manufacturer narrative:
Product ID, 8840 lot# /serial# unk, product type programmer, physician product ID, 8780 lot# /serial# unknown, implanted: 2012 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
(B)(4).